Manufacturer narrative:
The patient's previous driveline infections were covered under MFR: 2916596-2018-00144 & MFR: 2916596-2018-01151 the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing nausea, vomiting, shortness of breath, abdominal pain and dark urine when he arrived at the emergency department. He was readmitted and experienced 3 days of symptoms that prevented him from consistent oral meds. The original concern suspected pump thrombus, ldh pre admission was 625. There were no issues with flow and no pump alarms. A ramp echo was done with normal values and outflow velocities. The patient needed a consultation for a continued driveline infection. He remains on IV antibiotics, a possible contributing factor is a respiratory viral panel positive for coronavirus. The patient also has a history of (B)(6) and driveline (B)(6) infection requiring IV daptomycin. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s elevated ldh, driveline infection and patient conditions as well as a direct correlation to heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 31may2017. The heartmate 3 lvas IFU is currently available. This document lists infection and hemolysis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1 "introduction". Section 6, ¿patient care and management¿, under ¿anticoagulation¿, provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values and possible modifications. Care instructions in regards to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.